Manufacturer narrative:
Batch review performed on 30 august 2017. Lot 093023: (B)(4) items manufactured and released on 18 february 2010. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 07 september 2017 the medical affairs director performed a clinical evaluation and commented as follows: after (B)(4) years of excellent service, the femoral stem of a primary cementless tha fractured at the neck level. From the clinical point of view, there is no indication that may suggest an abnormal situation: the prosthesis is correctly implanted, articular biomechanics looks well respected and all components are radiographically well fixed. Fracture analysis may give an explanation on this event. On 11 september 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: during the visual inspection we can see clearly that the polished neck of the stem shows some burns and scratches. We don't know if these burns have been caused by the electro-cutter during the primary surgery or during the revision surgery. A deep scratch is present on the top (12 o'clock ) of the polished neck; half of it on the left side of the breakage and half of it on the right side of the breakage. If the two broken pieces are combined together there is a perfect match of this scratch. For this reason we can affirm that this deep scratch (surface indentation ) was present on the polished neck before the breakage occured. On two past claims, quadra stem have been already affected by a clinical breakage. After an in depth evaluation performed by two independent external laboratories, the root cause of the necks breakage has been identified, in both cases, as an heavy indentation of the mirror polished neck region. Because these indentations have been identified as a possible source of crack initiation for very similar clinical cases, the presence of the scratch on the polished neck of the stem subject of this claim, can be very likely considered the main root cause of the breakage.

Event description:
Revision surgery performed due to neck stem breakage after 7 years from the primary surgery. The patient is not athletic. He was totally asymptomatic and functional. The fracture occurred without trauma or false movement, leaning forward. The stem was perfectly anchored on its entire surface.